Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A addrl1pf implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post-implant, the device migrated in the pocket due to the sutures being attached to fat instead of muscle. The leads also dislodged and pulled back, with loss of pacing. The leads were repositioned, the device was resutured to the pectoral muscle, and the entire system remains in use. No patient complications have been reported as a result of this event.